Event description:
It was reported that the customer experienced difficulty with charging their device. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further information on the outcome of the event was obtained.